Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had a device check in preparation for a magnetic resonance imaging (MRI) scan. The rv pacing threshold measurements had increased since the last check and were at times above the fixed rv pacing output of 1.8v. At the time of this testing, the value was variable from 2.2v to 3.1v. It was reported that the patient had been symptomatic to the rv pacing at higher outputs and had experienced some phrenic nerve stimulation after the system was implanted, so the rv output had been fixed at 1.8v to avoid the phrenic nerve stimulation. Since then, the pacing thresholds had increased and loss of rv capture was observed. The patient was being paced by the left ventricular (lv) lead and also had a sinus rhythm, so the patient did not experience any loss of consciousness or other symptoms due to the rv loss of capture. At this time, the MRI was not performed and the patient will follow up with their physician to assess the rv lead. A lead dislodgement or micro dislodgement was suspected to be the cause for the increased thresholds and loss of capture. At this time, the lead remains implanted pending further evaluation. Additional information was received. The following week, the rv lead was explanted and replaced. A perforation of 4 mm through the right ventricle was determined to be the cause of the clinical observations. No additional adverse patient effects were reported. The explanted lead was not going to be returned.